Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3777-75 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 3777-75 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient never had therapeutic effect. It was noted, the patient had headaches and migraines and the implantable neurostimulator (ins) never really helped with the migraines. The reporter stated that it didn't work and stimulation could not get up to where the pain was in their head. It was noted stimulation got to the top of their ear, but never could cover the pain or migraines in the temple area. It was further noted the ins and leads were removed in (B)(6) 2011.